Manufacturer narrative:
Findings: unit received with operating currents within spec. Passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No weak alarms were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. (B)(4).

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2014 with a blood glucose level of 349 mg/dl. Customer was not able to control his blood glucose levels. Customer also had a slight headache. Customer was treated and then released. Customer was given IV fluids and 10 units of insulin. Customer was wearing the pump at the time of the visit. Troubleshooting was performed and pump passed priming and high pressure tests. Customer stated that the cannula was not bent. Customer was advised to change the entire set, reservoir, and insulin. Everything is working as it should. Customer's current blood glucose level was 138 mg/dl. No further details given.